Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer may have over delivered a bolus. Reportedly, the customer wanted to program a carbohydrates value of 26 grams, but instead entered 314 grams. At the time of the reported event, the customer's blood glucose level was not impacted. During a follow-up call on (B)(6) 2017, the customer confirmed that blood glucose level had not been adversely impacted by the bolus delivery issue, and that the customer was doing well.